Event description:
A male pt received 2.5 x 28 mm and 3.0 x 18 mm cypher select plus stents in the proximal circumflex in 2008. The main indication for the procedure was acute mi. The target lesion was an in-stent restenosis of a previously implanted 2.5 x 13mm cypher stent. In the same month, the pt was hospitalized with acute pulmonary edema. Angiogram showed thrombus in the 2.5 x 28mm cypher select plus stent. The site also indicated 80% stenosis in the proximal circumflex. The pt was treated with a 2.5 x 18mm cypher stent.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. This device is one of three products associated with this event. Please refer to MFR report#'s: 9616099-2008-01234, 9616099-2008-01235 & 9616099-2008-01236. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.